Event description:
It was reported that the patient received inappropriate shocks, and the right ventricular lead impedance was greater than 2500 ohm. The lead was explanted. No further patient complications have been reported as a result of this event.